Manufacturer narrative:
There were no technical services requested or performed for the reported event. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an ophthalmic surgical procedure the ozil power was moving but registered zero and did not cut. The system calibrated as normal. The handpiece was exchanged but the issue did not resolve. The system was shut down and re-booted which did resolve the issue. The case was completed.